Event description:
During a remote follow-up, an increase in capture threshold resulting in loss of capture (loc) was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no abnormalities were observed. The rv lead was explanted and replaced to resolve event. The patient was stable.